Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was a rate discrepancy between the pcu and pump module. Norepinephrine was infusing at a programmed rate of 43.1ml/hour. A new bag of medication was scanned using interoperability into cerner. The order from cerner contained the dose of 287.39mcg/min which the pump used to calculate the rate of 538.79 ml/hr. This was shown on the pcu. The pump module displayed the correct rate of 43.1 ml/hr. Clinician noting the discrepancy never pressed start, preventing the guardrail alert from occurring. Clinician cancelled the infusion and tried again on two additional pump modules, however received the same result. Medication was then programmed manually. There was patient involvement and no patient harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information.

Event description:
It was initially reported that there was "programming error" during pump use. The intended dose of epinephrine 8mg/250ml was "23mcg/min." However, "287.4mcg/min" was displayed on the electronic medical record (emr) cerner and pcu during interoperability programming and prior to pressing start on the pcu. The clinician stated that the infusion was previously running at 43.1ml/hr and a "new bag" was scanned into cerner. A rate of "538.79ml/hr" appeared on cerner and upon scanning the pump, it reflected the same values as in cerner. The hl7 messages and event logs were then reviewed by bd interoperability consultant and determined that the order from cerner contained the dose of 287.39mcg/min, which the pump used to calculate the rate of 538.79ml/hr. The user never pressed start. Due to the rate discrepancy between the intended rate and what the emr has calculated, the pump was programmed manually instead and the "correct dose was infused" according to the customer. There was patient involvement but no harm.

Manufacturer narrative:
The customer¿s reported complaint of a rate discrepancy, described as a programming error was confirmed after a comprehensive review of both hl interface messaging and the event log. However, this was not a result of a programming error by the alaris system. The probable root cause of the customer¿s reported rate discrepancy was a result of cerner (electronic health record) sending an order containing an incorrect dose of 287.39mcg/min used by the alaris system to calculate the rate. As a result, the infusion rate calculated to 538.79ml/h as intended perceived as a pump programming error by the user. Omit: a23 - use of device problem (1670), g0200802 - software interface, c23 - usage problem identified, d11 - cause traced to user. Additional information: reason code for no evaluation - if other specify, imdrf annex a, g, c, d codes and manufacturer narrative.

Event description:
It was reported that there was a rate discrepancy between the pcu and pump module. Norepinephrine was infusing at a programmed rate of 43.1ml/hour. A new bag of medication was scanned using interoperability into cerner. The order from cerner contained the dose of 287.39mcg/min which the pump used to calculate the rate of 538.79 ml/hr. This was shown on the pcu. The pump module displayed the correct rate of 43.1 ml/hr. Clinician noting the discrepancy never pressed start, preventing the guardrail alert from occurring. Clinician cancelled the infusion and tried again on two additional pump modules, however received the same result. Medication was then programmed manually. There was patient involvement and no patient harm.